Manufacturer narrative:
An event regarding loosening involving a contemporary hooded cup was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant . Device history review: could not be performed as lot code information provided was invalid. Complaint history review: could not be performed as lot code information provided was invalid. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including lot number, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Not returned.

Event description:
Revision required for aseptic loosening of contemporary flanged cup and repeatedly dislocating left hip.